Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call, she was having issues with the infusion sets and after the third set she used. Her blood glucose was over 400 mg/dl, treated with a shot. Customer declined troubleshooting and said her blood glucose was fine now. Customer is not returning the insulin pump for further analysis.